Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate MFR medwatch reference numbers.

Event description:
It was reported that suture placement in the mildly to moderately calcified femoral artery was completed with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the tavi procedure the successfully pre-placed sutures of the two proglide devices did not achieve hemostasis. Additional proglides devices were used but hemostasis was not achieved. The patient had serious bleeding at the access site and after vascular intervention the access continued to bleed. Surgery was performed under general anesthesia for femoral artery repair and foot break fragments of the proglide device were found in the femoral artery. There was a reported clinically significant delay in the procedure due to the surgical intervention. Hospitalization was extended. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported foot detachment and failure to achieve hemostasis appears to be related to interaction with the patient calcification. The patient effects and treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Proglide device used in a 24f access site.the instructions for use, indication states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported foot detachment appears to be related to interaction with the patient calcification. The failure to achieve hemostasis appears to be related to use of the larger than indication sheath of 24f. The patient effects and treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch reports: the sheath was upsized to 24f for the tavi procedure.